Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to fracture, loss of capture, and high impedances. Unipolar and bipolar impedances were over 2500 ohms. No capture at 7.5 volts bipolar, unipolar threshold testing not completed, rv bipolar sensing 3.0mv. No adverse patient events were reported. Should additional information become available, this file will be updated.